Event description:
Date of implant: 2005. It was reported by a non-medical professionalthat a pt underwent a posterior lumbar interbody fusion. Approx 6 months post-op, it was reportedly revealed that an implant had "backed out". The pt underwent revision surgery to remove the implanted device. No pt complications reported.

Manufacturer narrative:
Device has not been returned to the MFR; therefore, product eval is not possible. Unable to determine the cause of the event.